Event description:
It was reported that before surgery, when preparing the handpiece, the thumbscrew was broken. The backup screw was used to continue with the procedure without delays. No injury or harm to the patient was reported.

Manufacturer narrative:
The device (pn 100026), intended for use in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection confirmed the broken screw. The malfunction was due to overtightening the screw, causing it to break. Based on the investigation, no corrections or corrective actions required at this time. Care and caution should be exercised while tightening the screw. The navio user manual (500196) describes a process to minimize breaking the screw, and indicates "to close and lock the clamshell, it is recommended to twist the thumbscrew by hand clockwise, until it is tightened securely. " to attach the handpiece tracker, twist the thumbscrews clockwise by hand and then use the t-handle wrench to tighten the thumbscrews until the handpiece tracker array is firmly attached to the handpiece. Note: do not overtighten the thumbscrews."